Event description:
It was reported that when the patient presented in to clinic after receiving a patient notifier for noise, loss of rv capture and diaphragmatic stimulation were observed. Further testing revealed perforation at the apex of the heart. The physician performed lead revision and repair cardiac damage. The lead was dislodged after previous repositioning and re-repositioned successfully. The patient was stable after procedure.

Event description:
It was reported that when the patient presented into the clinic after receiving a patient notification for noise, loss of rv capture and diaphragmatic stimulation were observed. Further evaluation revealed perforation at the apex of the heart. The physician repositioned the lead to septum via sternotomy to repair cardiac damage. Few days later after the revision procedure, the lead was found dislodged. The lead was explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
(B)(4).